Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 75, 74, 119, 64 and 90 mg/dl. Customer also stated that the results were 20-30 points lower compared to another device; actual meter to meter comparison test results were not provided. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 06/29/2024. The product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly: test strip lot number zb5233s, manufacturer¿s expiration date is 10/31/2024 and open vial date is on (B)(6) 2024. During the call, a blood test was performed by the customer pm fasting and produced test result of 156 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 75 mg/dl , date: on (B)(6) 2024 , time: 7:44 am fasting. Result 2: 74 mg/dl , date: on (B)(6) 2024 , time: 9:00 am fasting. Result 3: 119 mg/dl, date: on (B)(6) 2024 , time: 7:54 am fasting . Result 4: 64 mg/dl , date: on (B)(6) 2024 , time: 8:48 am fasting . Result 5: 90 mg/dl , date: on (B)(6) 2024 , time: 8: 44 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is comfortable with the glucose readings from the product.